Event description:
It was reported the external pulse generator (epg) was dropped and has case damage. The epg was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper and lower cases were broken, the ring cover and two side bail covers were contaminated, three control knobs, heart wire contact block, and heart wire contacts were contaminated, the battery latch and battery drawer were broken and the battery flex was out of specification.